Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to the helix would not deploy after repositioning four to five times. The lead was never in service. No adverse patient effects were reported.